Event description:
It was reported that the customer's blood glucose level went up to 600 mg/dl. The customer noticed the cannula was bent on two infusion set changes, causing her blood glucose level to rise. The customer also received a no delivery alarm because of a bent infusion set cannula. The customer was hospitalized on (B)(6) 2015 due to her high blood glucose level of 600 mg/dl. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.